Event description:
It was reported that during troubleshooting for an unrelated alarm, it was found that there was an air bubble in the cassette. There was no patient involved. There was no information as to what caused the air bubble. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number s12l13039 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.